Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a preexisting minor screen crack developed a multilayered display artifact and became unresponsive to touch, after which the user disconnected the pump; a replacement device was arranged and the user was instructed to shut down the pump and return it. Symptoms included a transient blood glucose rise to approximately 130 mg/dl that remained within range. Outcomes included device replacement and use of cgm independently until startup on the replacement device. Investigation included review of the user¿s account and return logistics to enable device evaluation. Investigation of this device revealed a device display malfunction consistent with a damaged or failed touchscreen/display assembly rendering the user interface unresponsive. It was concluded, based on previously established findings for similar reports, that the cause was device component failure consistent with screen damage leading to display and touchscreen malfunction.